Event description:
Reportable based on device analysis completed on 15-nov-2022. It was reported that crossing difficulties were encountered. The patient underwent percutaneous transluminal coronary angioplasty procedure. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 24 x 3.00 promus elite drug-eluting stent was advanced but failed to cross lesion. The procedure was completed with percutaneous old balloon angioplasty. There were no patient complications reported. However, returned device analysis revealed hypotube shaft break.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by MFR: promus elite ous mr 24 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 22.5cm distal to strain relief as well as multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.